Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that the right atrial (ra) lead bipolar impedance was high. A lead warning had triggered shortly after implant. The lead is currently in unipolar. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.